Event description:
It was reported that the procedure was cancelled post sedation. A rf3000 radiofrequency generator was selected for use in a renal ablation procedure. The patient was under conscious sedation. A p4 error code appeared, and the grounding pad was exchanged for a new one. However, treatment could not be started due to this problem. The procedure was cancelled. The patient did not get treated, but there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: the device was returned to the external manufacturer, stellartech, for analysis. No p4 error occurred during the power and impedance calibration or the pad over current shutdown testing under the environmental stress test. Visually inspected all output connectors and inside device. No problems were found. P4 error indicates a high current in pad 4. The reported error could not be reproduced on the bench. Unit was subjected to and passed final testing.

Event description:
It was reported that the procedure was cancelled post sedation. A rf3000 radiofrequency generator was selected for use in a renal ablation procedure. The patient was under conscious sedation. A p4 error code appeared, and the grounding pad was exchanged for a new one. However, treatment could not be started due to this problem. The procedure was cancelled. The patient did not get treated, but there were no patient complications.